Event description:
A report of overinfusion was received in association with the use of a flo-gard volumetric infusion pump. Reportedly, the device was set up to infuse a secondary medication, a 100ml bag of flagyl, to infuse over 1 hour at a rate of 100ml/hr. According to the reporter, the medication was found to have completely infused in 20 minutes. Reportedly, there was nothing unusual noted with the tubing set up. There was no info about the primary infusion bag available for this report. The clinician reported there was no pt injury associated with this incident.